Event description:
The customer alleged they received questionable parathyroid hormone (pth), n-terminal pro b-type natriuretic peptide (probnp), testosterone, prostate-specific antigen (psa), lh, progesterone, and fsh results on their e601 analyzer. The customer provided data for 41 patients, 16 of which had discrepant results that were reported outside the laboratory. On the morning of the event, the customer changed the pinch valve tubing and performed a liquid flow cleaning. Quality control was performed and the results were all good. Around mid-morning, the customer noticed there were two probnp results that were repeated on another analyzer and had different results. The customer looked at other results from the analyzer and found other results that looked questionable. The customer performed quality control and it was out for all assays. The customer repeated the liquid flow cleaning and it did not help. The patient samples were repeated on another e601 analyzer. The patients' samples were aliquoted by the customer's modular pre analytics (mpa) device. Some of the samples were put onto the e601 from the mpa, other samples were front loaded. The patients' samples were both serum and plasma. Information on which samples were frontloaded and which samples were serum/plasma was requested but not provided. Please refer to the attachment to the medwatch for the patient results. There were no adverse events. The pth reagent lot number was 17526102 and the expiration date was 04/30/2015. The probnp reagent lot number was 17515003 and the expiration date was 04/30/2015. Testosterone reagent lot number was 17454805 and the expiration date was 02/28/2015. The psa reagent lot number was 17692801 and the expiration date was 06/30/2015. After the failed quality control and liquid flow cleaning, the customer replaced the pinch tubing again. The quality control was then ok. The field service representative checked the gear pump, washes, and voltages, and they were all ok. Performance testing was done, and was low. The field service representative changed the photomultiplier tube and the measuring cell. Performance testing was repeated and ok. The customer ran calibration and quality control.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.